Manufacturer narrative:
This report is filed on october 17, 2017.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2017 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that in addition to tip foldover the electrode array had migrated.